Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 x 49 mm abdominal aortic aneurysm. Both common iliac arteries were severely calcified. It was reported that on an unknown date, post-operative follow-up showed a type ib endoleak from both sides of the common iliac arteries. The decision was made to extend the right common iliac artery with a stent graft as the artery had a distal landing zone. The left common iliac artery did not have a distal landing zone; therefore, a catheter was inserted from a space in the distal left common iliac artery, and the inside of the aneurysm was coil embolized. One week after this intervention, the endoleaks were resolved. No additional clinical sequelae were reported and the patient is fine. The physician commented: both common iliac arteries were severely calcified; therefore the endoleak was due to insufficient adhesion strength to the vessel wall.

Manufacturer narrative:
Method: film.

Event description:
Additional information was received as follows: pre-implant cta images were reviewed. The proximal neck diameter was 20mm, angulated 50deg, and very calcified. The maximum aaa diameter was 6cm and contained thrombus. The distal aortic diameter was 23x27mm and calcified, and both iliacs were extensively calcified bilaterally. The common iliac length was short on the right side; approximately 2cm. Angio images 6-months post-implant showed that the bifurcate was positioned approximately 5mm below the renals. The ipsilateral limb and extension were placed into the right common iliac, crossing over the contralateral limb which was placed into the left common iliac. There is contrast seen in the distal sac near to where the limbs were crossed, as well as outside the right common iliac limb. The endoleak type could not be confirmed; this is possibly a distal type I. The right internal iliac was then coiled and an extension was placed into the right external. Coils were then placed into multiple areas of the distal sac. No obvious endoleak was seen at the end of this procedure. It is likely that the type ib endoleak was anatomy related; severely calcified and short right iliac artery.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; poor distal sealing due to severe bilateral iliac artery calcification). Conclusion: inherent risk of procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; poor distal sealing due to severe bilateral iliac artery calcification).